Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a handpiece presented with no phacoemulsification. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer reported that the phaco handpiece would not phaco. The phaco handpiece was received and a visual assessment of the returned sample found no visual nonconformities. The returned phaco handpiece was connected to a calibrated company system. The handpiece successfully primed/tuned and completed a five minute burn-in with the system set at 100% ultrasonic and torsional power. The handpiece was then connected to the dynamic tuning fixture (dtf) for stroke testing on the ultrasonic and torsional movements where it was found to meet all product specifications. The phaco handpiece was manufactured on august 29, 2016. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this phaco handpiece serial number. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
New information received from the customer stating the event occurred during surgery. The handpiece was exchanged to complete the case. There was no patient harm.